Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed. They were pear shaped. The jaws were not releasing properly. It did not get stuck on tissue. It was slow to open. They opened another one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary - the analysis results confirmed that the el5ml device was returned non-functional. The instrument was cycled and the jaws were noted to have sticking issues during analysis; however, the instrument fed and formed properly the remaining clips. The instrument was disassembled and no anomalies were noted with the internal components. A corrective action has been initiated to address the root cause of the sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.